Event description:
The patient had generator replacement on (B)(6) 2015. It was reported that the patient had a severe coughing spell with difficulty getting air after replacement surgery, so the patient asked the physician to turn the device off. The patient turned the device off, and the patient¿s symptoms improved. The patient was back to baseline. The previous generator that was explanted had been at end of service. Therefore, the patient had not been receiving therapy and then the device was programmed on immediately after replacement surgery. Manufacturer labeling recommends to keep the device off for approximately two weeks following surgery. The neurologist later programmed the device on (B)(6) 2015 and the patient was able to tolerate the settings. Diagnostics were within normal limits.

Manufacturer narrative:
(B)(4).